Manufacturer narrative:
Additional information : the device was manufactured august 08, 2018 - august 09, 2019. Only one sample was received for evaluation. The other device was not received and therefore, could not be evaluated. The received bag was cut at the fill port where the customer likely drained the contents and there was a marking at the spike port where the alleged leak was observed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and no leak was observed at the port weld, however, a leak was identified at the spike port cap from the base of the spike port tubing. The reported condition of leak at the port weld was not verified, however, a leak was verified at the base of the spike port tubing. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port weld. The leaks were discovered at the compounding center. There was no patient involvement. No additional information is available.